Event description:
It was reported that during follow-up, undersensing was observed. Multiple vf episodes were observed. The patient received appropriate therapy, but it was a little bit delayed. Programming changes were recommended, but the physician elected not to make any programming changes. Patient condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, undersensing was observed. Programming changes were recommended, but the physician elected not to make any programming changes. Patient condition was good.